Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported poor image resolution and single leaflet device attachment (slda) was due to challenging patient anatomical condition. The reported unexpected medical intervention appears to be a result of case specific circumstances as two additional clips were implanted stabilizing the slda clip and reducing mitral regurgitation to grade 3. There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior and imaging was poor due to anatomical challenges. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, a third clip was deployed to stabilize the slda. Then a fourth clip was deployed to further reduce mr. The physician stated the cause of the slda could be due to pre-existing tethered posterior leaflet. Four clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.